Manufacturer narrative:
Continuation of d10: 479888 lead implanted: (B)(6) 2019; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, no capture at maximum outputs, high impedances, and overs ensing. It was suspected that the atrial lead had fractured and an x-ray showed evidence of a fracture. A lead revision procedure was performed. When the atrial lead was removed from the cardiac resynchronization therapy pacemaker (crt-p) header and connected to the analyzer, the lead appeared to be functioning normally. The lead was re-connected to the device and continued to show normal measurements. The crt-p was explanted and replaced. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.